Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult removal of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 4. The mean pressure gradient was <1mmhg. The first clip was implanted successfully, mr was reduced to 2-3 and the mean pressure gradient increased to 3mmhg. A second clip was advanced to the mitral valve and the leaflets were grasped, mr was reduced to mr<1, however the mean pressure gradient increased to 6-7mmhg, thus the clip was not implanted. Mr returned to 2-3 and the mean pressure gradient is 2-3 mmhg. When retracting the cds into the steerable guide catheter (sgc), the clip got caught at the tip of the sgc. The clip was freed from the tip of the sgc without using excessive force and was removed. There was no damage to the tip of the sgc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional treatment is planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the clip getting caught on the guide soft tip could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.